Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted (zone 2) in a patient for the endovascular treatment of a dissection of the descending thoracic aorta (type a dissection). The length of the dissection is unknown. It was reported that after the stent graft was implanted the patient had a ruptured thoracic aortic dissection and required surgery for aortic root replacement. Angiographic result at the end of case looked good. The stent graft was not too oversized. The cause of the ruptured thoracic aortic dissection is unknown. No additional clinical sequelae were reported and the patient is fine.